Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the extension line appearing deformed and compressed adjacent to the luer hub, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after 8 days from insertion, during the ultrasound check, they noticed that the distal portion of the PICC line is bulged, and it is not possible to aspirate.". The patient had no harm or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "after 8 days from insertion, during the ultrasound check, they noticed that the distal portion of the PICC line is bulged, and it is not possible to aspirate.". The patient had no harm or injury.